Manufacturer narrative:
Suspect device received on (B)(6) 2020. Document received with the device indicated that the device serial number is (B)(6). Patient replacements serial numbers are as follow: right- (B)(6), and left- (B)(6). Device evaluation completed on (B)(6) 2020: during the visual evaluation, the device was observed to be ruptured and was received in three parts. Additionally, an anomaly within the rupture was observed consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a mentor memorygel, 325cc silicone prosthesis experienced right sided rupture post procedure. Rupture was confirmed via ultrasound examination. As a result patient scheduled for bilateral replacements with cat#:3503251bc on (B)(6) 2020.